Manufacturer narrative:
(A1) patient identifier: (B)(6). (A2) age at time of event: 18 years or older. Device evaluated by MFR.: synergy xd mr ous 3.00 x 38mm stent delivery system was returned for analysis with a haemostatic valve attached. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks and a break 27.8cm distal to the distal end of the strain relief. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via right radial artery. The 70% stenosed, 38x3.00mm, concentric, de novo target lesion with a bend of >45 degrees was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced but resistance was encountered. The physician used a 6f non-bsc extension catheter for added support and re-advance the device. However, the stent shaft broke approximately 29cm from the hub outside the patient. The device was removed from the patient's body and the procedure was completed with a 2.5x38mm synergy stent. No patient complications were reported and the patients status was stable. It was further reported that the device was removed after it was unable to cross. A guideliner was introduced and the same synergy xd was re-inserted but broke upon resistance. After the shaft was broken, the proximal broken shaft was removed from the patient's body first, and distal (second) part of the broken shaft was removed by hand.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via right radial artery. The 70% stenosed, 38x3.00mm, concentric, de novo target lesion with a bend of >45 degrees was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced but resistance was encountered. The physician used a 6f non-bsc extension catheter for added support and re-advance the device. However, the stent shaft broke approximately 29cm from the hub outside the patient. The device was removed from the patient's body and the procedure was completed with a 2.5x38mm synergy stent. No patient complications were reported and the patients status was stable.